Manufacturer narrative:
The device was explanted but was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient was hospitalized due to an infection. The device was explanted. The physician at the hospital believed that the patient had an underlining blood infection before the implant. The patient was given IV antibiotics and was discharged from the hospital.